Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 16mmol/l. It was stated that the insulin pump alarmed motor error and no delivery during bolus. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test and bolus delivery, no motor error alarms occurred. Motor passed the motor test. Cracked battery tube threads, cracked reservoir tube lip and scratched display window noted.